Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had high power output ¿ failed check power with test bench. It was further determined that the device had corrosion on one of the electronic control unit contacts, there were signs of unknown liquid substance on the plate of housing, and other components were worn. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device kept cutting out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.